Event description:
A pt reported experiencing inaccurate erratic results with a fast take meter. The pt's blood glucose results were 233, 196, 119, 160, 146, 282 and 126 mg/dl. Tests were done within 10 minutes. Pt did not experience any adverse events. No furhter info has been reported.